Manufacturer narrative:
1. No sample was returned, no defective picture was returned from the customer. 2.review batch record information, 1) the complaint lot#2136080 was produced in the prn automatic assembly line, the production date is 2022-07, and the m860 packaging machine was packaged in 2022-07, and the batch of products totaled (B)(4); 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3.performed leakage test on the retained sample of complaint lot, put the retained sample connect to the standard luer, then inject water by standard pressure system. To check whether leakage on the retained sample. Test result: the retained sample can be connected to the standard luer smoothly, and no abnormality was observed, the result is pass, attachment1 -test report of retained sample. 4. Due to no sample was returned and no defective sample was returned, the detail defect cannot be identified, the root cause cannot be confirmed. 5. The plant continue pay attention to this defect.

Event description:
In the morning of august 7, when preparing to use disposable heparin cap materials for the patient, the nurse in charge found that the disposable heparin cap had leakage during the process of dispensing related drug liquids, and the cause of leakage was not found after examination, so the heparin cap was immediately replaced and used. After the replacement of materials, the heparin cap did not leak. Inform relevant departments to deal with the broken heparin cap. Google translation on the morning of august 7, when preparing to use disposable heparin cap materials for patients, the nurse in charge discovered that the disposable heparin cap was leaking during the preparation of relevant drug liquids. After inspection, the cause of the leakage was not found, and the heparin was immediately replaced. After using the cap and replacing the material, there was no leakage from the heparin cap. Inform relevant departments for handling of broken heparin caps.

Event description:
It was reported that the bd¿ prn adapter leaked from the heparin cap during use. The following information was provided by the initial reporter, translated from chinese: "in the morning of august 7, when preparing to use disposable heparin cap materials for the patient, the nurse in charge found that the disposable heparin cap had leakage during the process of dispensing related drug liquids, and the cause of leakage was not found after examination, so the heparin cap was immediately replaced and used. After the replacement of materials, the heparin cap did not leak. Inform relevant departments to deal with the broken heparin cap.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.